Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist discovered the quality controls (qc) were out of range for glu and other analytes. The ccc specialist reviewed the instrument data and discovered that there was a sample mix issue at the time the abnormal assay flags were obtained. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 1 (s1) mixer and then ran qc and precision testing, which passed. The cse verified proper operation of the system and the system was fully functional on departure. The cause of the discordant, falsely depressed glu result on one patient sample was due to a faulty s1 mixer. Additionally, results flagged with abnormal assay errors should not be reported to the physician(s). The cause of the operator reporting a result flagged with "abnormal assay" is failure to follow instructions. As per the dimension vista system operator's guide, when an "abnormal assay" flag is obtained: "the result cannot be reported. Rerun the sample." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on one patient sample on dimension vista 500 instrument. The discordant result was flagged with "abnormal assay" error, and was reported to the physician(s). The sample was repeated twice on an alternate dimension vista instrument, resulting higher both times. The mean of the two repeat results was reported to the physician(s) as the corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.